Manufacturer narrative:
Upon review of the device history records for the serial number (B)(4), it was determined that the device was manufactured on 09/28/2015 and the one (1) year warranty period has expired. As the customer elected to replace the glidescope smart cable and the smart cable was not returned to verathon for evaluation, the cause could not be conclusively determined. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, an intermittent image was experienced. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.